Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment she received a total of five "m31 - air detected in cassette" alarms during treatment. The patient stated there were no air bubbles noted during the treatment. The blue and catheter clamp were open and the unused lines were clamped, and solution bags are not empty. The treatment was cancelled and when the patient opened the cassette door the patient discovered fluid on the cassette and on the cycler. The lot number was unknown. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Per pdrn the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment she received a total of five "m31 - air detected in cassette" alarms during treatment. The patient stated there were no air bubbles noted during the treatment. The blue and catheter clamp were open and the unused lines were clamped, and solution bags are not empty. The treatment was cancelled and when the patient opened the cassette door the patient discovered fluid on the cassette and on the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Per pdrn the sample was discarded and was no longer available for evaluation.